Event description:
The following was reported to gore on march 20, 2025, from the imaging database: on (B)(6) 2025, this 73-year-old female patient underwent endovascular treatment as a planned procedure for an abdominal aortoiliac aneurysm. The patient was treated with seven gore® excluder® aaa endoprosthesis devices. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were several additional procedures: embolization of the internal iliac artery, thrombectomy in the right external iliac artery and stent to the right external iliac artery. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had a cta follow up. There was one unexpected device observation: ¿there is a dissection of the left external iliac artery beginning just distal to the gore device and extending approx 8.5 cm distally¿. No further information is provided at this time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, seroma, bleeding, rupture, death). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.